Event description:
The pharmacist at the hospital, alleged that "the nail and the screw fractured. The patient underwent a revision surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient as MDR 9610622-2012-00311.